Manufacturer narrative:
Date rec¿d by MFR : 29may2019. A visual inspection of the gas delivery system (gds) showed no anomalies. During failure investigation testing, it was determined that a component (u1) was out of specification and this caused the oxygen flow sensor to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit failed oxygen accuracy testing at 30%.there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 10may2019. The customer reported that the oxygen solenoid did not resolve the issue. The customer then replaced the flow senor assembly and the issue was resolved. The device passed performance verification testing. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.